Event description:
Customer reported that touchscreen was broken and unreadable. There was no adverse impact to customer's blood glucose level. Replacement pump was provided. No additional information was provided.